Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the angiogram revealed a moderately calcified, slightly tortuous, 80% lesion with diffuse disease in the proximal right coronary artery (prca). The lesion was predilated and the 3.0x15 xience xpedition stent was deployed at 10 atmospheres. While removing the stent delivery system, a check fluoroscopy shot revealed a dissection at the distal end. The dissection was covered with another, unplanned, drug eluting stent. Results were very good with timi iii flow and no residual stenosis. There was no reported clinically significant delay in the procedure. No additional information was provided.